Event description:
The regional quality director at the collection facility reported a pt experienced a transfusion reaction 15 minutes into the transfusion. Approximately 50 cc of a single donor platelet product had been administered when the pt developed symptoms of chills, rigors, nausea, shortness of breath, and an increase in heart rate from 84 to 105. There was no immediate change in temperature or blood pressure. The pt received antibiotics and pressors, and was admitted to the intensive care unit. Serveral hours later the pts temperature rose to 103 f and their bp fell to 65 systolic, with a heart rate of 165. In 2004, the pt developed renal failure, ventricular tachycardia, ventricular fibrillation, asystole and subsequently expired. Prior to the transfusion, the pt had been on antihistmines and steroids (name, dose and routes unk).